Event description:
I have had a total of 4 sensor quit working after a couple days use. When I remove it is not damaged, they just stop working and I have to start a new 1. I went into a diabetic coma at my home and my dad just happened to be here he gave me a[invalid] and juice and when I came around I fiscally checked my glucose and it was 42 at that time. Reference report: mw5163700, mw5163702 and mw5163703.